Event description:
A user facility reported that a patient had experienced burns around the jawline and neck area during a thermage treatment. At that time, a black dot was noted on the tip membrane. Solta medical branded cryogen and 1 bottle of coupling fluid was used with the highest level of treatment at 4.0 on the face and a lower level of 3.0 on the neck. At 897 pulses, it was observed there were white bumps on the patient¿s neck and then the treatment was stopped. The treatment tip was inspected and there was a black dot found on the tip membrane. The tip had been inspected prior to treatment with no discrepancies observed. The patient was recommended to apply aquaphor and neosporin to the affected areas for healing or 1% silver sulfadiazine cream if blistering occurred. Following treatment, the patient had reported a worsening condition with more blisters. No other treatments were performed in the same symptom areas on that day or within 30 days prior. Pictures of the patient were reviewed and there were blisters and erythematous lesions scattered on the face and neck areas. The patient¿s current outcome is reported as inflammatory hyperpigmentation and scarring.

Manufacturer narrative:
The datalogs were reviewed and based on available information, the handpiece and system performed as expected. The treatment tip was returned and evaluated. Service evaluated the tip and the tip passed the flow and leak test. However, it failed visual inspection. There was dielectric breakdown in the form of a black dot and a dent found on the tip membrane. The tip passed the thermistor test. Functional testing was not performed due to dielectric breakdown on the tip surface. The user will want to verify proper treatment technique, position and orientation (with adequate coupling fluid and equal tip to skin contact and pressure). Failure to maintain constant force until the tone ends at the end of the post cool state can result in an unsafe condition. The system has software safeguards that will trigger error/event codes should the system be outside of acceptable limits. Service confirmed tip membrane damage during evaluation. The root cause was determined be a component issue. Based on the available information, damage to the tip membrane of the tip most likely contributed to this event. It is unknown how the damage to the tip membrane occurred. All thermage tips are inspected for defects before shipment to customers. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.